Event description:
The manufacturer received information that a bipap a40 device was returned to a third-party service center for service. During evaluation of the device, the event log was reviewed and there was a ventilator inoperative error code, e86, in the device's history. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During the evaluation of the bipap a40 at a third-party service center, the event log was reviewed and there was a ventilator inoperative error code, e86, indicating a failure of the outlet pressure sensor. The technician recommended replacing the device's pca to address the issue. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions, and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dirt/dust, and tobacco contamination present. No repair was performed. The device was scrapped by the service center after the evaluation was completed.